Manufacturer narrative:
(B)(4). The device was received for evaluation. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. Visual inspection was performed and no issues were noted. Functional testing was performed and the device passed all testing and calibration requirements. A short simulated therapy was successfully performed. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the homechoice was getting very hot, and the patient removed the bag from the heater plate. The patient would continue therapy using all new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.